Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the device noted a ruptured reservoir. The reservoir was microscopically examined; subsequently, markings on the exterior surface and abrasion on the interior surface of the reservoir were observed near the rupture line. This confirmed the reported condition. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor had burst. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between: 17 june 2013 and 18 june 2013. A batch review was performed for this lot and no issues were found during the manufacturing of this lot.  If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.